Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: biopsy channel has foreign material a root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the reported failure and additional malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had something in it that prevent brush from passing through. There were no reports of patient harm.